Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates. The suspect device was returned to olympus for evaluation. During the inspection it was noted the device was received in tyvek packaging along with other ipg fibers and a footswitch. The fiber tip was not provided in the tyvek packaging and the lot number was confirmed to be kr166317. A visual inspection observed burn marks near the proximal end of the fiber confirming the reported event. There was no fiber tip left in the tyvek packaging. It has been 8 months since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The fiber broke right behind the strain relief and burned the end of it. This allowed laser energy to escape from the fiber at the break causing the strain relief and/or jacket to heat up and smoke / burn. If the fiber is bumped into or otherwise over-flexed, it could cause the fiber to brake, enable the escape of energy, and cause the potential for smoke / fire. Additionally, the customer later stated the fiber was inadvertently bent during the procedure. Based on the results of the investigation, the root cause analysis performed determined that the fiber failure was due to unintended use error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the manufacturer report number from 8010047 to 3003790304. The legal manufacturer's information for the subject device has also been updated/corrected accordingly in sections d3 and g1.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus their 200 micron tfl single use fiber caught fire during the procedure. Additionally, the customer stated the fire started where the fiber exits the strain relief, and the white plastic handle tip is burned off. The fire was extinguished by the or (operating room) staff. Olympus was informed it caused a slight delay to the procedure and there was no patient or clinical death, harm or injuries reported regarding this event.